Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s spouse found the patient having convulsions. The patient's cgm was reading 85 mg/dl but no bg meter comparison value was taken at this time. 911 was called and when they arrived, the patient was still convulsing and was transported to the ER. At the ER, the patient¿s bg level was 850 mg/dl while the cgm was still reading 85 mg/dl. The cgm was removed by medical staff. The patient was treated with an IV insulin drip. The patient was still recovering in the hospital at the time of report. It was not specified when the patient was discharged. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was having convulsion. The reported glucose values fall within the d zone of the parkes error grid at the ER. No additional patient or event information is available.